Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic broken/bent/deformed. Dimensional of the width and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a same model/length but different power lens and the problem was resolved. The cause of the event was reported as unknown.